Event description:
Additional information was received indicating abbott technical support was contacted, the session records were reviewed, and the device was suspected to be operating according to programmed settings. Additionally, the physician alleges the device was performing according to its programmed settings.

Event description:
It was reported that high voltage therapy was delivered by the device. The physician suspected the high voltage therapy was inappropriate due to the ventricular rhythm atrial fibrillation resulting in conducted ventricular rhythm. The patient was hospitalized, the device was reprogrammed, and the medication amiodarone was administered. Additionally, an atrioventricular node ablation was performed. Abbott technical support was contacted, the session records were reviewed, and the device was suspected to be operating according to programmed settings. The patient was in stable condition.